Event description:
It was reported that a progav 2.0 shuntsystem (#fx434-t) was to be implanted during a procedure performed on an unspecified date. According to the complainant, reservoir had a leakage. No patient complications were reported as a result of the revision procedure. The complained device was not yet returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx434-t) was to be implanted during a procedure performed on an unspecified date. According to the complainant, reservoir had a leakage. The complained device was returned to the manufacturer for evaluation on 03/26/2026.

Manufacturer narrative:
A visual inspection revealed a indented/deformed silicone membrane and bloody organic deposits inside. After disassembly, clear signs were evident that the membrane was stuck in the retaining ring at all points. A further examination, in which all dimensions of the reservoir components were checked, showed no deviations. All dimensions are within specification. Despite all our investigations, it is unclear how the deformation or loosening of the membrane occurred. A comprehensive measurement of all individual components of the reservoir reveals no deviation from the specifications. Therefore, we are assuming that an unusual force on the reservoir membrane was applied, which led to the deformation. If the membrane is secured evenly all around by the retaining ring (as is the case here), it can only loosen or leak with the use of tools and significant force. Further tests were conducted under similar conditions to determine the cause of this occurrence. However, it was not possible to simulate the same issue. Following all tests, no manufacturing defects were determined.